Event description:
A skin reaction at the insertion site while wearing an abbott diabetes care (adc) device was reported. As a result, the customer experienced symptoms described as skin irritation and had contact with a healthcare professional (hcp/doctor) to ask if self-treatment with an unspecified ointment was recommended for wound healing. No emergent third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.